Manufacturer narrative:
Per bci field service engineer (fse), the customer would have various results on their reagents. As the fse was observing the instrument run, he had found the reagent wheel that holds all of the reagents were not seated properly inside the compartment. He reseated the wheel and ran the instrument qc and all the values were in range. Per fse, the reason for valproic acid being specifically reported was probably the first one ran as fse saw other assays showed similar erratic results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the reagent tray had been removed by operator and not properly seated within compartment. This caused all reagents to be misaligned during reagent probe aspiration and 'check start'. The operator ran the system for the chemistry panel performing a calibration, qc, and patient run. The operator received a level sense error during run and received an flagged result for valproic acid. The sample was repeated on the same system with a flagged result. The operator then moved the sample to another system within the laboratory and received a correct result for valproic acid and other flagged chemistries. No patient results were reported outside of the laboratory.